Event description:
The patient reported he was experiencing difficulty charging his scs ipg due to his ipg no longer holding a charge and as a result, lost stimulation on (B)(6) 2014. Troubleshooting with the patient's system did resolve the issue. The patient will follow-up with his physician and an sjm representative to determine the next course of action to address the issue.

Event description:
Additional information received identified surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Recall 1627487-05242011-002-r; 1627487-07262012-002-rthis ipg serial number was included in field advisories.(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention took place on an unknown date wherein the ipg was explanted to address the issue.